Event description:
It was reported that during a spinal surgical procedure the cement leaked into a vein. The cement used was not reported to have malfunctioned. It was further reported that the patient had a pathologic fracture at t10 with cord compression, the patient had multiple metastatic lesions at t8, t9 and l2. It was reported that the cement passed through the heart and was flattened out along the pulmonary artery extending both left and right. The patient died following this procedure.